Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a cryoablation for paroxysmal atrial fibrillation, an arteriovenous fistula and pseudoaneurysm occurred requiring closure of the arteriovenous fistula and coil embolization of the pseudoaneurysm. All punctures were echo-guided at the time of ablation. An sl0, 9 fr long sheath, and a steerable sheath for cryoablation were placed in the right femoral vein, and a 3f sheath was placed in the right femoral artery as an arterial pressure line. The procedure was completed, and after the procedure, a figure-of-eight suture was applied and pressure hemostasis was performed for 6 hours. The patient was discharged. One day post procedure, swelling and pain at the puncture site continued on the day after discharge. Right inguinal swelling was marked and a vascular murmur was heard. An echo-free space suspected of a pseudoaneurysm was observed in the superficial cortex, but the inflow of blood from the femoral artery was not clear. Contrast-enhanced CT revealed a pseudoaneurysm of the right lower epigastric artery and an arteriovenous fistula of the right lower epigastric artery and right femoral vein. The size of the aneurysm was large, requiring closure of the arteriovenous fistula. Coil embolization was performed on the right inferior epigastric artery pseudoaneurysm and the right femoral vein-right inferior epigastric artery to complete hemostasis. The physician does not believe the pseudoaneurysm was caused by an abbott device.